Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6).

Event description:
It was reported that deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) and adapters were explanted and replaced for an unknown reason. No additional information was available at this time.